Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the first bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the bands in ligator head were moved from its position and overlapped. The ligator head teeth were bent. The trip wire was secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head were moved from their position and overlapped, and the ligator head teeth were damaged/bent. These suggest that the device could not deploy. It is possible that procedural or anatomical factors encountered during the procedure could have affected the performance of the device bending the teeth and leading to inability of the device to deploy the bands, moving them from their position and making them overlapped. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the first bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.